Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (displayed service code 104) was confirmed. As received, the belt was unable to communicate with a monitor. The cause for the failure was isolated to an open wire (power gnd) in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 104 (pulse test relay stuck).